Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, instructions for use (IFU), quality controls, manufacturing instructions and visual inspection was conducted on the returned device during the investigation. One device was returned to the manufacturer for evaluation. No obvious manufacturing anomalies were observed on the returned device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record did not observe any non-conformances that may have contributed to this incident. A review of instructions for use (IFU) was performed which captures the failure mode of this complaint. Additionally, a review of complaint history found no other complaints associated with the failure mode of this complaint device's lot number. Based on the provided information a definitive root cause can not be determined at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician was performing an unspecified procedure on a patient by using cook® single-use holmium laser fiber. During the procedure, the fiber broke inside of the scope under low power. The physician pulled out the broken fiber and completed the procedure with a second laser fiber. No unintended section of the device remained inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information has been provided at this time.